Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's front panel, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan both fans, muffler assembly inlet and outlet side panels, fio2 housing, tubing, housing were replaced due to tobacco contamination and the software was uploaded.